Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the interconnect cable was damaged, and system shuts down on its own. No pt injury was reported.